Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The physician was working on the left sfa. Crossed the lesion and chose a 6mm spiderfx to deploy in the vessel. He noticed upon prep that the basket did not collapse into the delivery end of the catheter as it normally does, there was definite resistance. They were able to pull the filter basket into the catheter and into the garage (clear portion). Atherectomy was successful and upon retrieval of the spiderfx filter with the retrieval end of the catheter, the physician was unable to capture the device. As the physician increased the force on the wire, the back portion of the spider wire separated turning it into a 190cm length. Then upon pulling on the wire again to try and get it into the retrieval end of the catheter, the spiderfx filter basket separated from the wire. The physician tried several things to retrieve the spider basket portion, but was unsuccessful. The physician wound up exteriorizing the basket against the vessel wall with a 5 x 15 covered stent. There were no patient complications. The procedure was extended by 30 to 45 minutes.